Manufacturer narrative:
Additional narrative: the product code was unknown; therefore, brand name, catalog number, and 510(k) are unknown. The manufacturing location was unknown. The lot number was unknown; therefore, the device manufacture date is unknown. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 8 of 8 for the same event: it was reported that during a primary knee replacement procedure, when the specialist started the femoral cuts, it was observed that the handpiece device and the power module device gradually began to warm up to the point where it could not be held by hand. It was reported that the devices were used with six cutter devices in the same event. According to the report, the specialist decided to use a wet compress to continue the procedure but the motor stopped working once the tibial cut was started when the specialist put the saw in contact with the bone. It was further reported that the device was in the correct mode (saw) when it was checked and verified. It was further reported that the coupling was removed, assembly was repeated again, and the motor started to function but within approximately three seconds of operation, it stopped and no longer functioned. It was reported that the battery was fully charged because it was pre-surgically checked. They had to wait while with another engine in the institution they were able to solve the inconvenience. There was a 30 to 40 minutes delay and a spare device was available for use. There was patient involvement reported. During service pretesting, it was observed that the six cutter devices were worn/damaged and deteriorated. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date the device was returned to the manufacturer was reported as december 16, 2016 in the initial report and has been updated to february 22, 2017. Additional information: the product code, brand name, catalog number, and 510(k) were documented as unknown on the initial report. Product code and catalog number were updated to 05.002.202. Brand name and 510(k) were updated accordingly. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the blade was worn/damaged/deteriorated. It was also noted that performing cuts with the saw blade was not sharp enough, the cutting tool may have generated additional heat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive handling which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.